Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead had migrated. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132 serial: (B)(4). Batch: 18312829.